Event description:
This is a spontaneous case report received from a consumer in united states on 04-dec-2013 which refers to a female consumer of unspecified age who received essure (fallopian tube occlusion insert) and experienced heavy bleeding, irregular/weird periods ever 41 days, chronic pain, night sweats, bad pelvic pain, endometriosis, and ovarian cysts. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. In (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that since she got the essure done she has had heavy bleeding, irregular/weird periods ever 41 days., chronic pain, night sweats not sure if she was going through menopause from the essure, and bad pelvic pain. The consumer also stated that since the essure she has been told she now have endometriosis and ovarian cyst reporter causality: the relationship between heavy bleeding, irregular/weird periods ever 41 days, chronic pain, night sweats, bad pelvic pain, endometriosis, and ovarian cysts and essure was reported as related. This case was converted from the conceptus database into (B)(6) on 03-jan-2014. The medical content of the case was not changed. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that because of essure, she now has endometriosis. She had a hysterectomy to get rid of that and she has interstitial cystitis which a bladder condition (as reported). In addition, consumer reported that she has constant ovarian cysts and states that she just had surgery on (B)(6) to get another one removed; she also had to get an endometrial ablation because she was bleeding so heavy 3 weeks out of a month. Consumer also reported pelvic pain (that she still go through). Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. She was bleeding so heavy that it was 3 weeks out of a month (seen as genital bleeding). She also had ovarian cyst. These events are serious due medical importance and required intervention. Bleeding is listed in the reference safety information for essure, while ovarian cyst is unlisted. Genital bleeding may occur during essure use. In this case, the consumer experienced this intense bleeding among other non-serious events since essure placement. Although in this case endometriosis could be an alternative explanation for the bleeding, considering event's nature and close temporal relationship, a contributory role of essure cannot be totally excluded. Therefore, heavy bleeding is assessed as related to essure use. Still, endometriosis is a compatible alternative explanation for the ovarian cysts. Based on this consideration and essure's local action in fallopian tubes, causal relationship between this event and essure use is very unlikely. This case was previously regarded as non-incident. Upon monitoring of posting of an FDA docket website, it was detected that an endometrial ablation was performed due to bleeding. Thus, since an intervention was required, this case was upgraded to incident. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. She was bleeding so heavy that it was 3 weeks out of a month (seen as genital bleeding). She also had ovarian cyst. These events are serious due medical importance and required intervention. Bleeding is listed in the reference safety information for essure, while ovarian cyst is unlisted. Genital bleeding may occur during essure use. In this case, the consumer experienced this intense bleeding among other non-serious events since essure placement. Although in this case endometriosis could be an alternative explanation for the bleeding, considering event's nature and close temporal relationship, a contributory role of essure cannot be totally excluded. Therefore, heavy bleeding is assessed as related to essure use. Still, endometriosis is a compatible alternative explanation for the ovarian cysts. Based on this consideration and essure's local action in fallopian tubes, causal relationship between this event and essure use is very unlikely. This case was previously regarded as non-incident. Upon monitoring of posting of an FDA docket website, it was detected that an endometrial ablation was performed due to bleeding. Thus, since an intervention was required, this case was upgraded to incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.

Manufacturer narrative:
Follow-up received on 05-nov-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2403): the consumer reported that she got essure implanted in (B)(6) 2008. In (B)(6) 2008, a month after the procedure, she started having heavy bleeding and the problems kept coming. Besides endometriosis, interstitial cystitis, ovarian cysts and pelvic pain, she was also diagnosed with dysautonomia (hyperadrenergic pots). She stated she had to get an endometrial ablation to stop her heavy bleeding, etc. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. She was bleeding so heavy that it was 3 weeks out of a month (seen as genital bleeding). She also had ovarian cyst. These events are serious due medical importance and required intervention. Bleeding is listed in the reference safety information for essure, while ovarian cyst is unlisted. Genital bleeding may occur during essure use. In this case, the consumer experienced this intense bleeding among other non-serious events since essure placement. Although in this case endometriosis could be an alternative explanation for the bleeding, considering event's nature and close temporal relationship, a contributory role of essure cannot be totally excluded. Therefore, heavy bleeding is assessed as related to essure use. Still, endometriosis is a compatible alternative explanation for the ovarian cysts. Based on this consideration and essure's local action in fallopian tubes, causal relationship between this event and essure use is very unlikely. This case was previously regarded as non-incident. Upon monitoring of posting of an FDA docket website, it was detected that an endometrial ablation was performed due to bleeding. Thus, since an intervention was required, this case was upgraded to incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.